Event description:
It was reported that the insulin pump turned off without warning. Troubleshooting was performed. The self test passed. Nothing further was reported.

Manufacturer narrative:
The insulin pump unexpectedly went to off, no power due to corrosion inside the battery tube and battery cap contact.